Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 778mg/dl. It was stated that the cause of his admission was possible bent cannula. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were correct, but the customer was unsure if the basal rates were correct. Reviewed the alarm history and found a low reservoir alarm. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.